Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a permanent implant the patient's lead had shearing on the outside of the lead. It was noted that the physician had difficulty advancing the lead and applied pressure which caused the lead to scrape against the needle. The physician suspected that it was due to stenosis or scarring. No device malfunction was suspected. The lead was explanted right after it was implanted.